Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling and an ams perigee sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to mesh erosion and recurrent prolapse.

Manufacturer narrative:
Additional narrative: the patient underwent a vaginal hysterectomy, anterior & posterior repair; on (B)(6) 2010 and an obturator sling and an ams perigee sling were implanted. The patient also had upon entering the posterior cul-de-sac at the time of the hysterectomy, a large amount over 1.5 l of old partially hemolyzed nonclotting blood in her belly of an unknown etiology. It was reported that the patient experienced perforation of the bladder, pain, dyspareunia, urinary problems, infections and erosion into the bladder. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.